Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with instructions to reset the pump, successfully did so with the help of technical support, and was informed to continue using the pump while contacting support again if any issues reoccurred.